Event description:
Biosense webster variable lasso catheter 2515 was opened. Shortly after it was introduced into the pt the physician noted that the steering mechanism of the catheter was not working properly. Catheter withdrawn and given back to the company for investigation. Another catheter same company variable lasso was introduced and case continued. The company has taken this product off our shelves.